Event description:
The international customer reported the ventilator switched itself off. The customer reported the device was not in use therefore there was no patient involvement or harm. The manufacturers service engineer reported the backup battery was found depleted. The service engineer reported the battery was charged to full functionality and then found to be working properly.